Event description:
The patient reported the scs system components were removed due to a bacterial infection. The product has not been returned to the manufacturer for analysis. Additional information has been requested. A follow-up report will be sent if additional information is received.